Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6cm diameter abdominal aortic aneurysm. There was an infrarenal angle of 55 degrees. The aortic neck was 23-25 mm in diameter and 25 mm long with 20% circumferential thrombus. The right iliac was moderately tortuous. There was also a 30mm diameter right iliac aneurysm and a 26 mm diameter left iliac aneurysm. It was reported that the patient expired and the cause of death was cardiac decompensation. The sponsor assessed the death to be not related to the procedure and possibly related to the device. No additional clinical sequelae were reported. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.